Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-12417. It was reported that the patient experienced pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A double curved watchman® access system was initially inserted, but the angle was not coaxial with the appendage. After removal of the was, sweeps were performed and there was no pericardial effusion (pe) visualized. Another anterior curved was deep seated in the laa and a 21mm watchman ® laa closure device & delivery system inserted. The closure device was deployed, however, the patient experienced a slow loss in their blood pressure and a small leak was noted in the laa. This led to a pericardial effusion which was treated with a pericardiocentisis. The patient remained in stable condition and was discharged after a two night stay.